Manufacturer narrative:
The reported events of lead dislodgement and r-wave amplitude variation was not confirmed. A complete lead was returned in one piece with the helix fully extended and extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had r-wave amplitude variation. A fluoroscopy x-ray revealed that the rv lead was dislodged. The patient felt fatigue. The rv lead was explanted and replaced. The patient was stable throughout procedure.